Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the device failure to complete its internal self-test. During evaluation, it showed a pressure calibration drift. It was determine that the device self-test failure and the pressure calibration drift were due to a main board failure. The main board was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.